Manufacturer narrative:
Batch review performed on 22-feb-2024. Lot: 2309196: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review additional implant involved, batch review performed on 22-feb-2024. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot: 2307524: (B)(4) items manufactured and released on 09-jun-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 months after primary, the patient has been revised on the right hip side because of leg length discrepancy. Ball head and double mobility liner were revised successfully.